Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances that measured greater than 2000 ohms, loss of capture (loc) and loss of sensing. A lead revision procedure was performed, the ra lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.